Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose displayed "high" on the cgm (continuous glucose monitor); although specific value was not provided. Cause was not known. Elevated blood glucose was addressed with a bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.